Event description:
It was reported that the patient presented to the emergency department (ed) with dizziness/presyncope and their right ventricular (rv) lead was not capturing the right ventricle at max output, and the patients heart rate in the 30's. Upon interrogation, the field representative was unable to obtain the battery voltage, and also noted the left ventricular (lv) lead was not capturing when the lead was reactivated. It was later discovered that the bi-v implantable pulse generator (ipg) had triggered elective replacement indicator (eri) and experienced a power on reset (por) at the same time as interrogation. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).